Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 11/10/2010 and 11/29/2010 by phone, fax and mail. A completed questionnaire was rec'd on 12/01/2010. (B)(4).

Event description:
A surgeon reported a pt with an unexpected postoperative refraction following interocular lens (iol) implant surgery. In a f/u, the surgical coordinator reported that the iol was exchanged and the event continues as the pt is still recovering.